Event description:
.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was not made available. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.